Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00599601651 - femoral component option for cemented use only size f left 0- 63958910, 00598604701 - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - 64422985, 00598604701 - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - 63989415, 00597206538 - all poly petella standard cemented size 38 mm diameter 9.5 mm thickness - 64441692, 00597206541 - all poly petella standard cemented size 41 mm diameter 10.0 mm thickness - 62523569. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial bilateral knee surgery. Subsequently, the patient's left knee was revised approximately 4.5 years later due to the post on the poly breaking from hyperflexion of the knee. Attempts have been made and all available information has been provided.